Event description:
It was reported to boston scientific corporation on may 03, 2022 that a hot axios stent and electrocautery enhanced delivery system was used transgastric to pancreas during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, resistance occurred when deploying the stent and the stent was partially deployed. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.